Manufacturer narrative:
The drill adapter from device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery the surgeon noticed a scratch inside the drill adapter which makes the drill stuck a little inside the drill adapter when inserting it. He was able anyway to finish the surgery without issue.

Manufacturer narrative:
The drill adapter for investigation. According to results of the investigation, the event was confirmed as the incoming inspection performed upon part return noted a slight grip on the passage of the rod without hard point, but no root cause could be confirmed for this event. A new drill adapter will be provided to customer. Corrected data: date of this report; date received by manufacturer; if follow-up, what type; device evaluated by manufacturer; evaluation code; if remedial action initiated, check type; additional narratives/data.